Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported hypoglycemia and hospitalization with diabetes ketoacidosis also the pump did not perform correctly. The blood glucose value of 32.8 mmol/l at the time of the event the current blood glucose value was 8.3 mmol/l. Troubleshooting was performed and the insulin pump system was used within 48 hours of the reported low blood glucose event. The auto mode/smartguard feature was active at the time of the low blood glucose event. No further patient complications were reported. The customer will discontinue using the device and the device will be returned for product analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. Possible under delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked case at the battery tube side, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. There were 274 boluses listed on the event date 18-sep-2023 in the pump history file for the primary svn: (B)(6). Please see below for the first 10 boluses. On (B)(6) 2023 00:04:09.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1000 (0.1 u). Bolus amount delivered: 1000 (0.1 u). On (B)(6) 2023 00:09:13.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 2000 (0.2 u). Bolus amount delivered: 2000 (0.2 u). On (B)(6) 2023 00:14:15.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 2250 (0.225 u). Bolus amount delivered: 2250 (0.225 u). On (B)(6) 2023 00:19:09.000. Normal bolus delivered (220). Bolus programming method: cl1 auto bolus (9). Normal bolus amount programmed: 6000 (0.6 u). Bolus amount delivered: 6000 (0.6 u). On (B)(6) 2023 00:24:13.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 2000 (0.2 u). Bolus amount delivered: 2000 (0.2 u). On (B)(6) 2023 00:29:09.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 750 (0.075 u). Bolus amount delivered: 750 (0.075 u). On (B)(6) 2023 00:44:13.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1750 (0.175 u). Bolus amount delivered: 1750 (0.175 u). On (B)(6) 2023 00:49:10.000. Normal bolus delivered (220). Bolus programming method: cl1 auto bolus (9). Normal bolus amount programmed: 6250 (0.625 u). Bolus amount delivered: 6250 (0.625 u). On (B)(6) 2023 00:54:13.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 2000 (0.2 u). Bolus amount delivered: 2000 (0.2 u). On (B)(6) 2023 00:59:11.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1250 (0.125 u). Bolus amount delivered: 1250 (0.125 u). Please see below for the daily total of all insulin delivered on the event date 18-sep-2023 in the pump history file for the primary svn: (B)(6). On (B)(6) 2023 00:00:00.000. Daily totals g670 (63). Daily total collection start time: on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered: 724000 (72.4 u). Daily total of basal insulin delivered: 434750 (43.475 u). Daily total of bolus insulin delivered: 289250 (28.925 u). There were no auto suspend (12) alarm noted in the pump history file. There were no user suspended (2) alarm noted on the event date 18-sep-2023 in the pump history file for the primary svn: (B)(6). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 18-sep-2023 in the pump history file for the primary svn: (B)(6). On (B)(6) 2023 09:40:00.000. Alarm alert notification (40). Fault number: lost sensor 1 alert (780). On (B)(6) 2023 09:58:00.000. Alarm alert notification (40). Fault number: lost sensor 2 alert (781). On (B)(6) 2023 14:40:30.000. Battery removed (55). On (B)(6) 2023 14:40:30.000. Alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2023 14:41:39.000. Battery inserted (44). On (B)(6) 2023 14:29:01.000. Alarm alert notification (40). Fault number: sensor error alert (801). On (B)(6) 2023 15:04:01.000. Alarm alert notification (40). Fault number: sensor error alert (801). On (B)(6) 2023 15:34:02.000 alarm alert notification (40). Fault number: sensor error alert (801). On (B)(6) 2023 16:45:00.000 alarm alert notification (40). Fault number: lost sensor 1 alert (780). On (B)(6) 2023 18:36:20.000. Battery removed (55). On (B)(6) 2023 18:36:20.000. Alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2023 18:41:58.000 battery removed (55). On (B)(6) 2023 18:42:07.000 battery removed (55). On (B)(6) 2023 18:42:41.000 battery inserted (44). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. Lost sensor 1 alert (780) not confirmed. Sensor error alert (801) not confirmed. Please see data pertaining to svn: (B)(6) event date 28-aug-2023 below. There were 268 boluses listed on the event date 28-aug-2023 in the pump history file on svn: (B)(6). Please see the first 10 boluses below. On (B)(6) 2023 00:07:00.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 250 (0.025 u). Bolus amount delivered: 250 (0.025 u). On (B)(6) 2023 00:12:00.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 500 (0.05 u). Bolus amount delivered: 500 (0.05 u). On (B)(6) 2023 00:17:03.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1250 (0.125 u). Bolus amount delivered: 1250 (0.125 u). On (B)(6) 2023 00:22:03.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1500 (0.15 u). Bolus amount delivered: 1500 (0.15 u). On (B)(6) 2023 00:27:04.000. Normal bolus delivered (220). Bolus programming method: cl1 auto bolus (9). Normal bolus amount programmed: 11500 (1.15 u). Bolus amount delivered: 11500 (1.15 u). On (B)(6) 2023 00:32:07.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 2250 (0.225 u). Bolus amount delivered: 2250 (0.225 u). On (B)(6) 2023 00:37:07.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 2500 (0.25 u). Bolus amount delivered: 2500 (0.25 u). On (B)(6) 2023 00:42:02.000. Normal bolus delivered (220). Bolus programming method: cl1 auto bolus (9). Normal bolus amount programmed: 6000 (0.6 u). Bolus amount delivered: 6000 (0.6 u). On (B)(6) 2023 00:47:03.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1250 (0.125 u). Bolus amount delivered: 1250 (0.125 u). On (B)(6) 2023 00:52:07.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 2500 (0.25 u). Bolus amount delivered: 2500 (0.25 u). Please see below for the daily total of all insulin delivered on the event date 28-aug-2023 in the pump history file on svn: (B)(6). On (B)(6) 2023 00:00:00.000. Daily totals g670 (63). Daily total collection start time: on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered: 757000 (75.7 u). Daily total of basal insulin delivered: 509750 (50.975 u). Daily total of bolus insulin delivered: 247250 (24.725 u). There were no auto suspend (12) alarm noted in the pump history file. There were no user suspended (2) alarm noted on the event date 28-aug-2023 in the pump history file on svn: (B)(6). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 28-aug-2023 in the pump history file on svn: (B)(6). On (B)(6) 2023 12:16:00.000. Alarm alert notification (40). Fault number: lost sensor 1 alert (780). On (B)(6) 2023 21:08:24.000. Battery removed (55). On (B)(6) 2023 21:08:24.000. Alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2023 21:10:18.000. Battery inserted (44). On (B)(6) 2023 22:57:00.000. Alarm alert notification (40). Fault number: lost sensor 1 alert (780). On (B)(6) 2023 23:07:00.000. Alarm alert notification (40). Fault number: lost sensor 1 alert (780). On (B)(6) 2023 10:13:32.000. Battery removed (55). On (B)(6) 2023 10:13:32.000. Alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2023 10:14:04.000. Battery inserted (44). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly, or lost sensor alert noted. Lost sensor 1 alert (780) not confirmed. Please see data pertaining to svn: (B)(6) event date 20-sep-2023 below. There were 66 boluses listed on the event date 20-sep-2023 in the pump history file on svn: (B)(6). Please see the first 10 boluses below. On (B)(6) 2023 15:02:06.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 2000 (0.2 u). Bolus amount delivered: 2000 (0.2 u). On (B)(6) 2023 15:07:03.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1250 (0.125 u). Bolus amount delivered: 1250 (0.125 u). On (B)(6) 2023 15:12:03.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1500 (0.15 u). Bolus amount delivered: 1500 (0.15 u). On (B)(6) 2023 15:17:01.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 750 (0.075 u). Bolus amount delivered: 750 (0.075 u). On (B)(6) 2023 15:22:01.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1000 (0.1 u). Bolus amount delivered: 1000 (0.1 u). On (B)(6) 2023 15:57:32.000. Normal bolus delivered (220). Bolus programming method: cl1 auto bolus (9). Normal bolus amount programmed: 82500 (8.25 u). Bolus amount delivered: 82500 (8.25 u). On (B)(6) 2023 16:37:02.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 750 (0.075 u). Bolus amount delivered: 750 (0.075 u). On (B)(6) 2023 16:42:03.000. Normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1500 (0.15 u). Bolus amount delivered: 1500 (0.15 u). On (B)(6) 2023 16:50:05.000. Normal bolus delivered (220). Bolus programming method: cl1 glucose correction plus food bolus (8). Normal bolus amount programmed: 109250 (10.925 u). Bolus amount delivered: 109250 (10.925 u). On (B)(6) 2023 17:18:19.000. Normal bolus delivered (220). Bolus programming method: cl1 glucose correction plus food bolus (8). Normal bolus amount programmed: 26500 (2.65 u). Bolus amount delivered: 26500 (2.65 u). Please see below for the daily total of all insulin delivered on the event date 20-sep-2023 in the pump history file on svn: (B)(6). On (B)(6) 2023 00:00:00.000. Daily totals g670 (63). Daily total collection start time: on (B)(6) 2023 09:18:17.000. Daily total of all insulin delivered: 480250 (48.025 u). Daily total of basal insulin delivered: 107500 (10.75 u). Daily total of bolus insulin delivered: 372750 (37.275 u). There were no auto suspend (12) alarm noted in the pump history file. There were no user suspended (2) alarm noted on the event date 20-sep-2023 in the pump history file on svn: (B)(6). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 20-sep-2023 in the pump history file on svn: (B)(6). On (B)(6) 2023 14:29:01.000. Alarm alert notification (40). Fault number: sensor error alert (801). On (B)(6) 2023 15:04:01.000. Alarm alert notification (40). Fault number: sensor error alert (801). On (B)(6) 2023 15:34:02.000. Alarm alert notification (40). Fault number: sensor error alert (801). On (B)(6) 2023 16:45:00.000. Alarm alert notification (40). Fault number: lost sensor 1 alert (780). On (B)(6) 2023 18:36:20.000. Battery removed (55). On (B)(6) 2023 18:36:20.000. Alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2023 18:41:58.000. Battery removed (55). On (B)(6) 2023 18:42:07.000. Battery removed (55). On (B)(6) 2023 18:42:41.000. Battery inserted (44). On (B)(6) 2023 16:07:29.000. Battery removed (55). On (B)(6) 2023 16:07:29.000. Alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2023 16:17:00.000. Alarm alert notification (40). Fault number: battery removed (84). On (B)(6) 2023 16:18:03.000. Alarm alert notification (40). Fault number: post reset ram crc alarm (23). On (B)(6) 2023 16:18:24.000. Alarm alert notification (40). Fault number: batt out limit (6). On (B)(6) 2023 16:18:32.000. Alarm alert notification (40). Fault number: batt out limit (6). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump error 23 and battery out limit alarm were expected due to pump's time reset. Sensor error alert (801) not confirmed. Lost sensor 1 alert (780) not confirmed. Pump error 23 not confirmed. Batt out limit (6) not confirmed. The pump passed the functional testing. Unable to confirm alleged dka/high bgs (hyperglycemia). Possible under delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.